Event description:
The customer reported obtaining erroneously elevated access accutni (troponin I) results, both within the risk stratification range and above the ami (acute myocardial infarction) cut-off of the assay, for four (4) patients, over separate days, involving the access 2 immunoassay analyzer. The customer stated that erratic/imprecise access ck-mb (creatinine kinase-mb) results within the normal reference range of the assay were also obtained on two (2) of the patient samples. Additionally, the customer obtained erratic/imprecise accutni results for one (1) of the patients. The patient samples were repeated on the original access 2 analyzer and accutni results within the normal reference range for each patient were obtained. The erroneously elevated accutni results were released outside of the laboratory; however, it is unknown if there was any change or affect to patient treatment in connection with this event. The result for one patient was questioned by the physician and the additional erroneously elevated results for 3 patients were discovered when the customer repeated all patient samples with "positive" accutni results all levels of qc (quality control) recovered within the laboratory's established ranges. Calibrations and system checks passed specifications around the time of the event. Level 1 qc recovered out of range, at greater than 2 standard deviations, following the erroneous accutni results. A system check and carryover procedure performed as troubleshooting measures passed within instrument specifications. The samples were collected in 4.0 ml lithium heparin plasma tubes without gel and centrifuged at 6000 rpm for 4 minutes. Initial testing was performed from the primary tube and no sample integrity issues were noted by the customer. Patient information provided in this report is for patient #2.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and performed an aspirate flow rate test on the instrument. The fse discovered that aspirate probe #6 was not aspirating correctly and proceeded to replace all aspirate probes. The fse also observed intermittent wash valve errors in the analyzer's event log and proceeded to replace the wash valve cap, seal, and stator. A hardware malfunction is the likely cause of this event as the onsite fse discovered that aspirate probe #6 was not aspirating correctly and may have led to incomplete aspiration of the unbound analyte, and dose over-recovery of the accutni and ck-mb assays. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2122870-2013-00370 and #2122870-2013-00375 for related reports associated with this event.